Event description:
The reporter, pt's spouse, reported that she advised by the physician to change out the tube weekly and boil for cleaning. The reporter is now stating the tube will not lock properly in place. Covidien advised the reporter of proper cleaning instructions as noted in the directions for use. Reporter was also provided a copy of the directions for use.